Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by turbid effluent. The cause and treatment for peritonitis were not reported. Five days after the onset, the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was unknown. No additional information could be provided as the reporter declined follow-up.